Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this programmer touch screen was not responding. Boston scientific technical services (ts) advised having the programmer rebooted, and the programmer worked fine after. This programmer remains in service. No adverse patient effects were reported.